Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an aneurysm in a pt in 2000. The pt had a known history of renal insufficiency. The aneurysm and iliac morphology are unknown. The pt was seen by the pt's physician, seven days post-operative. The physician reported that the pt had complaints of some buttock claudication walking approximately one block. The pt felt this discomfort was due to the pt's arthritis. The pt had normal femoral pulses biliaterally and groin incisions were healing. A CT scan performed showed no evidence of an endoleak. The pt was admitted to the hospital for possible thrombectomy for right limb ischemia secondary to right limb occlusion in 2001. The pt was prepped accordingly as well as the entire right leg. An incision was made in the right groin longitudinally and the incision was carried down to the common femoral, deep femoral and the superficial artery. The femoropopliteal bypass was identified coming off the superficial femoral artery. The pt was systemically heparinized with 7,500 units of heparin. After three minutes of circulation time, a longitudinal arteriotomy was performed of the common femoral artery and thrombosis was present. The thrombectomy catheter was placed in the right femoral artery and a thrombectomy was performed in that location. A 0.025-inch guide wire was placed up with great difficulty into the infrarenal aorta, confirmed by guiding catheter injection of contrast in the aorta. Over the wire the physician attempted thrombectomy with a 4 french fogarty balloon catheter and a 5.5 french fogarty balloon catheter but was unsucessful in opening the limb graft. For this reason, the physician abandoned the procedure and went ahead and performed a left femoral incision and dissected out the common femoral artery at that location which had good pulsation. The pt had known high graft left iliac stenosis at the previous graft artery injection site. The physician then used an 8mm diameter balloon and dilated the stenosis at that location. The physician found the vessel to be somewhat larger, so he used a 10mm diameter balloon but it continued to have a stenosis; thererfore, a 12mm wall stent was placed across the area of stenosis, beginning above the graft to the artery anastomosis and down into the native external iliac artery. The physician redilated this whole area with a 10mm balloon, which resulted in excellent in-flow. This process resulted in complete resolution of the stenosis. Next, a tunnel was created in the subcutaneous tissue from the left groin to the right groin and an 8mm ptfe graft was tunneled. A left femoral arteriotomy was performed. The left femoral anastomosis was performed in an end to side fashion with cv-6 suture. Excellent in-flow was noted through the graft into the right groin and then the right femoral anastomsosis was performed. Just prior to completing the anastomosis the physician performed a thrombectomy of the right femoropopliteal graft. This resulted in back bleeding from the femoropopliteal graft. The physician flushed heparinized saline down the graft. The anastomosis on the right was performed with cv-6 suture. The right leg was then was perfused. It was reported that the pt had excellent flow down the right femoropopliteal graft, as well as into the right groin. Hemostasis was achieved and the wounds were closed accordingly. Twenty days post op, the pt was seen in the physician's office. The physician reported that the pt was doing well. He had palpable femoral pulses of both lower extremities. The pt was taking coumadin because of the thrombus in right lower extremity. The pt would discontinue the coumadin in november 2001 and will take one aspirin a day. There were no add'l clinical sequelae reported related to the event and the pt is reported to be fine.